Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the part confirms that one drive pin was no longer captured in the validation tool. Furthermore, the head of the pin shows signs of wear from impaction. The remaining drive pin shows no unexpected damage. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the durability of the drive pins. This revision of the instrument is within scope of corrective action to address reported root cause. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the spike from the validation tool was stuck in the patient's bone and required intervention to remove it. No further information has been provided.